Event description:
It was reported that the dh105 was used during a tonsillectomy procedure. It was reported by the rep that the surgeon in passing told rep that the surgeon had a pt come to the ER due to bleeding after a tonsillectomy with the harmonic scalpel. All that the rep could gather at the time was that neither pt required surgery. 01/17/2000 surgeon responded to acknowledgement letter. Surgeon stated the device is leaving a protenous mass on the tonsil bed. It apperars that as the mass starts to peel off, there is bleeding underneath. The bleeding has been controlled in the ER and the pt released.